Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient was experiencing pain at the igp site. Reprogramming was performed; however, it was unable to resolve the issue. Following the reprogramming session, pain returned once stimulation was turned back on. In turn, surgical intervention was undertaken wherein the entire system was explanted. This addressed the issue.

Manufacturer narrative:
The reported event for pain at ipg site was not confirmed. Visual inspection of the ipg did not identify any anomalies that would contribute to the reported issue. The ipg was functionally tested and passed all testing.